Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that an intermate lv 250 device was found with its tubing cut near the luer lock. Therefore, the sterile fluid pathway was breached. This condition was discovered before use while the device was being taken out of its packaging. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.